Event description:
"Saline leaking from around valve plug which was seated in valve."

Manufacturer narrative:
Information contained in this report was previously submitted through asr on (B)(6) 2014. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: crease fold, wear abrasion and partial delamination of the valve. Leak test and microscopic analysis was performed which identified: partial delamination of the valve. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: partial delamination of the valve (adhesive failure). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Health professional reported left side deflation. Device has been explanted.